Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the high impedance >4000 on 0+1 and 0+3 was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that there was a high impedance > 4000; the device was interrogated and the following values were reported: 0+1 >4000, 0+3 >4000. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming on (B)(6) 2018. It was noted that the event was ongoing. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the cause of the impedance issue was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received froma healthcare professional (hcp) via a manufacturer representative. It was reported that these were transient high impedances and not chronic. No further complications were reported/anticipated.